Event description:
It is reported that a customer was hospitalized for diabetic ketoacidosis with a high blood glucose level of 190 mg/dl. The customer stated that they spent six days in the intensive care unit where the doctors stated that the reasons for the high blood glucose was because the customer was fighting a virus and had a root channel. The customers stated that they may have lost their sensor. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.